Event description:
A review of service data detected a reportable problem. During servicing, the response buttons on monitor sn (B)(4) were non-functional. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval the monitor response buttons were not functional, which prevented the monitor from fully booting up past the splash screen. The root cause for the defective response button switches could not be positively identified but was likely excessive force on the buttons. No adverse event resulted from the damaged response buttons.